Event description:
Philips received a complaint on the patient information center ix indicating that there was no data from a monitor to the central scope of monitoring due to a network disconnection. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Unable to obtain serial number which results the inability to get the UDI.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the onsite personnel to evaluate the device in question. The rse indicated that a system restart resolved the customer's issue. The rse suggested to the customer that the connected monitors not be switched off but be put in standby.